Manufacturer narrative:
The investigation into the stroke/cva has been completed. The device was not returned for investigation. As the clinical information was not provided, the true root cause of the stroke/cva could not be determined.

Event description:
Additional information noted care was withdrawn and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided in sections b2, b5, h1, and h6.

Event description:
The complainant reported a 72 year old patient presenting with acute myocardial infarction and cardiogenic shock for impella support. During support, the patient developed anisoconria. A relationship with the impella device could not be ruled out.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.